Manufacturer narrative:
Block h6: medical device code a0501 captures the reportable issue of tripwire detached. H10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly indicating the knob was initially rotated. It was also noted that the trip wire was secured in the handle slot and it was noticed that the slack on the trip wire was not removed during the device setup. Additionally, the trip wire was not broken and it was kinked at proximal section. The suture hole did not have any visual damage. There were six bands found in the ligator head and some bands were moved out from their original position and some were caught under other bands indicating that the device failed to deploy. It was also confirmed that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was not confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). The IFU states, take up slack by pulling proximal end of trip wire on handle unit. The pulling loop of ligating unit will advance into working channel of endoscope. Verify that the trip wire does not fall into the gap between the handle unit spool and bracket. Pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. This could have affected the overall performance of the device causing an inaccurate deployment of the bands and could have resulted in more tension to the components leading to damage to the ligator teeth. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus and stomach fundus during esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, when the physician unpacked the device, it was noticed that the trip wire was detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on april 25, 2021. It was reported that a speedband superview super 7 device was used in the gastric venous which is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus and stomach fundus during esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, when the physician unpacked the device, it was noticed that the trip wire was detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.